Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that during preparation of a port placement procedure, there was allegedly a hole in packaging of a sterile port kit. Reportedly the device was unusable and explanted by the physician. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport slim port kit was received for evaluation. One electronic photo was received and reviewed. The photo shows partial view of the product packaging and had a hole in the packaging sterile port kit. During visual evaluation a pinhole was noted on the inner port kit and delamination was observed on the outer tray seal. Therefore, based on the photo review the investigation is confirmed for the reported hole in packaging of sterile port kit as pinhole was noted on the inner port kit. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during preparation of a port placement procedure, there was allegedly a hole in packaging of a sterile port kit. Reportedly the device was unusable and explanted by the physician. It was further reported that another device was used to complete the procedure. There was no patient contact.